Manufacturer narrative:
Company service representative examined the system and was unable to confirm or replicate the reported event. Unrelated to the reported event, the software was re-installed. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The system was found to have no problems; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in section b.5 and h.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has received clarifying that the surgery was completed after making changes to the surgeon¿s settings and the complaints disappeared.

Event description:
A customer reported that during a surgical procedure ultrasound disappeared from the ophthalmic console. No system message was displayed. The phacoemulsification handpiece was exchanged. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).